Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported luer damaged/defective was confirmed as the analysis of the returned device found visible damage to the stopcock port. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: device analysis of the returned faradrive sheath identified visible damage to the stopcock port. Microscope inspection of the stopcock revealed extreme damage of the stopcock port threads and material within the damaged port. Analytical laboratory analysis determined the stopcock was subjected to large stresses in several directions, leading to plastic deformation and cracking. A large piece of polypropylene (common medium used in syringes) was observed inside the damaged stopcock port. Additionally, many tool marks were observed in different (and opposite) directions and signs that the component was potentially wrenched back and forth. The laboratory further concluded that the observed damage pattern would be difficult to produce using polycarbonate alone, the material of the stopcock port, and would require contact with a harder material. Based on these findings, it's likely this failure mode occurred due to user use errors. To further support this theory, a polyethylene syringe was screwed onto a known-good faradrive sheath stopcock. With over-twisting the syringe, this failure mode was reproduced with the syringe tip breaking off inside of the stopcock. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of luer damaged/defective is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause traced to intentional off-label, unapproved, or contraindicated use'. The reported event was confirmed the reported analysis of the returned device found visible damage to the stopcock port. Faradrive IFU states, "at no time should components be advanced, retracted, or otherwise manipulated when resistance is met without first determining the cause." Based on these findings, it's likely this failure mode occurred due to off-label user use during procedure preparation.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During aspiration of the sheath when putting in farawave catheter, the physician went to connect a sheath to tubing to flush and the connection broke, but was not detached. It was observed that the tubing was not reliably attachable with syringe for aspiration. Nothing was noted as abnormal about the luer/tubing prior to trying to attach. The connection felt abnormally shaped or too tight but wouldn't attach flushly with the syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During aspiration of the sheath when putting in farawave catheter, the physician went to connect a sheath to tubing to flush and the connection broke, but was not detached. It was observed that the tubing was not reliably attachable with syringe for aspiration. Nothing was noted as abnormal about the luer/tubing prior to trying to attach. The connection felt abnormally shaped or too tight but wouldn't attach flushly with the syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The faradrive has been received at boston scientific's post market laboratory where it is awaiting analysis.